Event description:
During a routine hemodialysis treatment, an alarm occurred that could not be resolved. A manual rinseback was attempted but not successful because the operator did not open the cycler door to perform the rinseback. The blood circuit was discarded resulting in the pt blood loss of approximately 210cc. No medical intervention was required.